Event description:
It was reported that the cable of the prograsp forceps was frayed. The procedure was completed with no patient harm, adverse outcome, or injury and with no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, customer could not provide any further details regarding the event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.